Event description:
It has been reported to philips that the system failed to boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up with an error message stating that it was connecting to the installation source. Analysis of the system log files showed issues related to flexviewing pc. Upon troubleshooting, fse found a defective flexviewing pc disk slot. To resolve the issue, fse moved the hard disk to a different disk slot, and the pc booted up normally without any errors. After which, the system was returned to good working condition. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the suite pc, x-ray pc, and flexviewing pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.